Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display.

Event description:
The customer reported via phone call that they had issue with insulin pump battery which was not lasting for more than 2 or 3 days. Customer¿s blood glucose level was unknown. Troubleshooting was done. The insulin pump will be returned for analysis.